Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079110) on 27-aug-2018. The most recent information was received on 04-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period is pretty heavy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria disability and medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced anemia ("became anemic"), abdominal pain ("cramping"), restlessness ("restless"), headache ("headache"), hot flush ("hot flushes") and depression ("depression"). Essure treatment was not changed. At the time of the report, the menorrhagia had not resolved and the anemia, abdominal pain, restlessness, headache, hot flush and depression outcome was unknown. The reporter considered abdominal pain, anemia, depression, headache, hot flush, menorrhagia and restlessness to be related to essure. The reporter commented: although consumer selected the seriousness criteria of disability/permanent damage and intervention required, she did not specify and/or assign to one of the events in her narrative. Diagnostic results: doctors did all kinds of tests and no evidence of a problem quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: social media received reporter information -layer details added hence case became potential legal was added. As previously reported event menorrhagia due to disability category case becomes serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.